Event description:
The sales rep reported that a patient received filter on (B)(6) 2011. On or about (B)(6) 2011, patient complained of shortness of breath. An x-ray was performed and the filter was confirmed to be in the proper position within the ivc. On (B)(6) 2011, patient coded and CPR/advanced cardiac life support was performed. Patient expired on (B)(6) 2011. The physician mentioned that per the autopsy, the filter was located in the left femoral vein and said that it was "most likely due to the chest compressions performed while the pt was coding." The cause of death was pulmonary embolism. There was no thrombus present or any damage to the filter. The indication for filter placement was recurrent pe while on anticoagulants, fragmin. The extent of the dvt present was unknown. Pre and post imaging was performed via xray. The size and shape of the vena cava was normal shaped ivc and approx 23-25mm estimated by the md. There were no peri procedural complications noted. Post procedure there was a "small hematoma noted at rt. Femoral access site. It was pressed out by the nursing staff." There was no evidence of pe/dvt post-procedure.

Manufacturer narrative:
Approximately 9 days after receiving a vena cava filter, the patient complained of shortness of breath. An x-ray was performed and the filter was confirmed to be in the proper position within the ivc. The following day the patient coded and CPR/advanced cardiac life support was performed, however, the patient expired. The physician mentioned that per the autopsy, the filter was located in the left femoral vein and said that it was "most likely due to the chest compressions performed while the patient was coding." The cause of death was pulmonary embolism. There was no thrombus present or any damage to the filter. The indication for filter placement was recurrent pe while on anticoagulants. The extent of the dvt present was unknown. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf), and can spread up to the veins to the thigh. Dvt can also first develop in the deep veins of the thigh and, more rarely, in other deep veins, such as the ones in the arm. Deep vein thrombosis is the result of three principal factors : reduced or stagnant blood flow in deep veins (venous stasis). Injury to the blood vessel wall. An increase in the activity of those substances in the blood that are part of the normal clotting mechanism, a condition called hypercoagulability (which means a more active clotting state). Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Inferior vena cava filters are used to prevent sequelae, especially pe, in patients with contraindications to, complications of, or failure of anticoagulation therapy and patients with extensive free-floating thrombi or residual thrombi following massive pe. Placement of a vena cava filter reduces, but does not eliminate the risk of symptomatic pe in patients with proximal dvt in the short-term and does not prevent small pe. Factors that may have influenced the event include patient, pharmacological and lesion.